Manufacturer narrative:
B3: date is estimated; month and year are valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary urge incontinence and urinary/bowel dysfunction. It was reported that they were having an issue with setting or controlling their bladder stimulator. They were in the hospital at the end of march for some heart issues and when they got out they were having issues with leakage. They called their urologist and they told them to call the manufacturer to see if they should turn the stimulation up or down. The patient turned it up and started going more often so they turned it back to where it was and it stayed the same. They then switched programs and tried to play with the numbers and it didn't change. This had been going on for maybe about a month they thought but now they had to go to the bathroom every 3-4 hours and it didn't matter whether they turned it down or up. The agent reviewed therapy information and theory and use of programs. The agent asked the patient if they knew what caused the change in urinary symptoms and the patient indicated that they were in the hospital for heart issues and their blood pressure was crazy. The patient had episodes of hypertension and hypotension not sure if that had something to do with it. They took medication for this 3 times a day. The patient indicated they planned to go through all available programs and if they continued to have urinary issues would follow up with their managing physician.